Event description:
It was reported on (B)(6) 2024 the syringe was leaking "below rubber piece in syringe" and leaking "below the plunger".

Manufacturer narrative:
It was reported on (B)(6) 2024 the syringe was leaking "below rubber piece in syringe" and leaking "below the plunger". The customer reported the "black rubber piece that holds syringe together is what came loose". The customer reported there was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.